Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula in their infusion set. The event occured on occurred on (B)(6) 2024. Symptoms were noticed more than three hours after inserting the infusion set. The site of insertion was the abdomen. At the time of the event patient's blood glucose (bg) level was measured at 356 mg/dl. Patient replaced the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.